Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was no local audio. The device was not used for monitoring at the time of the alleged malfunction.